Manufacturer narrative:
Continuation of d10: product ID: 97745, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that from a patient (pt) regarding an external device. The reason for call was patient stated yesterday they had been charging the implant when system problem rm08 came up on the controller. Patient stated they know they normally can reset the controller 99.9% of the time to resolve any issues, so they reset the controller, but then they saw memory problem data has been lost. Patient reset date and time, but when they went to recharge the implantable neurostimulator again the paddle could not find the implant. Patient stated they hit recharge and entered passive recharge mode, but despite high numbers at 99 it took forever to advance past passive recharge mode. Patient stated they had to reset controller again, reset date and time again, and it took 20 minutes to find the implant and charge. Patient stated they have had some weight loss, but the implant is still flat as its a deep incision pocket. Patient stated the implant moves a bit in the pocket, and only the top flat part sticks out, but not much. Patient confirmed memory problem came up each time whenever they reset controller. Patient stated issues began yesterday. On the call, patient reset controller and confirmed no damages. Patient started charge of implant and reported recharging with no quality attached. Patient stated it takes much longer to recharge implant. The issue was not resolved. A repair request was sent to replace the controller.